Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that a month and 2 weeks ago, the patient's infusion set's tubing detached at the quick release from the site during the night. The site location was the patient's arm, and the pump was right next to her while sleeping. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.